Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the customer received the following results on the compact plus system within 10 minutes: 1. 208 mg/dl and 45 mg/dl 2. 168 mg/dl and 32 mg/dl 3. 189 mg/dl and 37 mg/dl 4. 191 mg/dl and 41 mg/dl sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.